Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that additional review of the device check indicated left ventricular (lv) thresholds had increased but were not high, and lv thresholds displayed natural variability. Further review of presenting electrograms (egm) also showed capture. The patient was later seen in person with no evidence of a lead or device malfunction, and the clinical was unable to reproduce any phrenic or pocket stimulation or twitching. It was stated that the patient's symptoms were not the result of any device or lead issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced dizziness and tingling around the device pocket. A device check was performed, and it was noted that the left ventricular (lv) lead exhibited high thresholds and intermittent non-capture. The lv lead remains in use. No further patient complications have been reported as a result of this event.